Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
It was reported that the bone screw was broken during insertion into the bone. Broken screw was removed from the bone.

Manufacturer narrative:
Product inquiry stated the bone screw, t7, 2.7 x 18 mm to be the primary product. No further associated devices were reported. Review of the device history record revealed no discrepancies. The bone screw reported was documented as faultless prior to distribution. A physical examination of the item could not be carried out as it was not returned for evaluation (discarded). Thus, a reasonable examination and investigation was not possible. The reported event (¿bone screw was broken during insertion¿) could not be confirmed since the device was not received for evaluation. The exact root cause could not be determined. Several issues can cause a screw breakage during implantation such as over-tightening of the screw or too high friction. In case of hard/ dense bone (excessive resistance is felt during insertion), the op tech recommends to use taps and self- retaining screws. If one or more of these points caused or did contribute to the event reported could not be excluded. A more precise statement is not possible based on the information given. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened.

Event description:
It was reported that the bone screw was broken during insertion into the bone. Broken screw was removed from the bone.